Event description:
A review of the download data of a (B)(6) female pt revealed can comm timeout, belt comm error and service code 204 flags. The pt was contacted by zoll customer support and issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (can comm timeout, belt comm error and service code 204) has been confirmed. Upon eval, pins 1 and 2 of the j702 trunk cable connector were shorted. The j702 connection is necessary for communication between the electrode belt and the monitor. The shorted pins caused the distribution node printed circuit board to misread voltages of the blue (can l) and red (can h) wires in the trunk cable. The cause of the can comm timeout, belt comm error and service code 204 is a disruption in communication between the electrode belt and monitor. The root cause for the shorted j702 connector pins was unable to be positively identified. No adverse event resulted from the shorted pins. The pt received a replacement electrode belt.